Manufacturer narrative:
Batch review performed on (B)(6) 2021 lot 132152: 30 items manufactured and released on (B)(6) 2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2017.

Event description:
The patient came in reporting pain due to a loose stem 5 years and 9 months after the primary surgery. The surgeon revised the stem and head with competitor implants and revised the medacta liner with a medacta liner. The surgery was completed successfully.